Event description:
Additional information received indicates that field representative confirmed that this right atrial (ra) lead was dislodged and was not fractured. This ra lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was fractured. Boston scientific technical services (ts) provided information to the health care professional (hcp) about product warranty. Additional information obtained from the field representative indicates that this lead was replaced with another non- bsc product due to lead dislodgement. This right atrial (ra) lead was surgically abandoned. No additional adverse patient effects were reported.